Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon was able to complete the procedure with the device. The hospital has reported no pt injury occurred.